Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged infusion sets was confirmed and the cause appeared to be use-related. The product returned for evaluation was two 20ga x 0.75¿ safestep safety infusion sets. Usage residues were observed throughout both samples. Both samples exhibited complete breaks at the tubing/luer joints. Microscopic inspection of the break sites revealed granular fracture surfaces. Beach marks were observed throughout both fractures. Material flow, buckling and discoloration were observed in the vicinity of the breaks. The break characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported per received medwatch "patient's implanted single-lumen port access tubing broke where the tubing attaches to the end cap. Port was inserted two weeks ago. Patient is receiving chemotherapy cpx-351 (vyxeos)through this port." Returned were two devices, this report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged infusion sets was confirmed and the cause appeared to be use-related. The product returned for evaluation was two 20ga x 0.75¿ safestep safety infusion sets. Usage residues were observed throughout both samples. Both samples exhibited complete breaks at the tubing/luer joints. Microscopic inspection of the break sites revealed granular fracture surfaces. Beach marks were observed throughout both fractures. Material flow, buckling and discoloration were observed in the vicinity of the breaks. The break characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported per received medwatch "patient's implanted single-lumen port access tubing broke where the tubing attaches to the end cap. Port was inserted two weeks ago. Patient is receiving chemotherapy cpx-351 (vyxeos)through this port." Returned were two devices, this report addresses the second device.